Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that her onetouch verioiq meter displayed an error message ¿error 4¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at 2pm. The patient manages her diabetes using insulin (self-adjuster) and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that she experienced symptoms of urinating, thirsty and unable to exercise (the patient also suffers from gastroparesis) approximately 1 hour after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the product, the patient¿s testing technique was correct and the test strips had been stored correctly and within expiry. The csr was unable to resolve the issue. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.